Event description:
It was reported that vanguard 360 was prepared for total knee arthroplasty. When the package was opened, the sterile tray was completely broken so backup with another size was used to complete the procedure.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet - (B)(4).

Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Packaging issue with sterile blister.